Manufacturer narrative:
(B)(4). This complaint for a report of a leak has not been confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a leak which occurred on the homechoice (hc) during dwell 3 of 4. The home patient (hp) said she woke up hearing a dripping noise and discovered that the heater line had become disconnected. Her husband had gotten up and she thinks he may have tripped on the line. The technical service representative (tsr) instructed the hp to start over with new supplies or, since they were in cycle three of four, she could choose to end therapy for the night. The tsr assisted the hp to end therapy. The hp said the hc did not give any alarms. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp on (B)(6) 2012. She stated that she had no idea what had caused the bag to disconnect from the lines. She was unsure if there was a use error. She did not notice anything unusual about the supplies. There were no samples, and she did not recall the lot number. Therapy since has been going well, and there were no adverse effects reported in relation to this event.